Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display and only had a full display when the device had pressure on it. The blood glucose reading was 176 mg/dl. The customer stated that she was unable to get out of the rewind prime process, partially due to the partial display. She noted that when trying to select, she disconnected after rewinding and the device went back to rewind. Advised replacement of the insulin pump. Nothing further reported.